Event description:
Senseonics was made aware of an incident where user reported an infection on the insertion site, with symptoms of the insertion site being pink and warm and pus coming from the site, which was confirmed as an infection by the hcp. According to the user, the symptoms of pink color and warmness appeared on (B)(6) 2025, and by on (B)(6) 2025, the site was oozing pus. The user's hcp is aware of the event, the hcp prescribed antibiotics, doxycycline twice a day for 10 days on (B)(6) 2025, and bactrim on (B)(6) 2025 after the sensor removal. The user got a new sensor inserted on the same day and as per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user reported an infection on the insertion site, with symptoms of the insertion site being pink and warm and pus coming from the site, which was confirmed as an infection by the hcp. According to the user, the symptoms of pink color and warmness appeared on (B)(6) 2025, and by on (B)(6) 2025, the site was oozing pus. The user's hcp is aware of the event, the hcp prescribed antibiotics, doxycycline twice a day for 10 days on (B)(6) 2025, and prescribed with bactrim on (B)(6) 2025 after the sensor removal. The user got a new sensor inserted on the same day and as per dms, the user is currently using the system with up to date information.